Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of the returned device identified signs of use with damage to the anchor and debris near the sutures. Upon inspection, the anchor was bent, rather than fractured as reported. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the anchor was fractured during the surgery. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: china. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.